Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a severe paravalvular leak (pvl) developed as a result of low placement. A second valve was successfully implanted valve in valve. No other adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the report stated that the severe paravalvular leak (pvl) developed as a result of low placement and was resolved with implant of a second valve. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the low implant depth could not be determined from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.